Manufacturer narrative:
(B)(4). The reported output and capture anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. It is believed that exposure to electrocautery caused the output and capture anomalies. (B)(4).

Event description:
It was reported that during a device replacement procedure, temporary loss of output issue was observed on the device. Device was explanted due to normal eri and a new device was implanted. Patient was stable.